Manufacturer narrative:
Type of investigation code: b15, b17, b20. Health effect- impact code: f2303. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling. Invest. Conclusions code: the events of edema implantation site and non-inflammatory nodule are a known potential adverse event addressed in the product labeling. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ in their cheek, ck1 and ck2 and zygomatic area. Eight weeks later, patient was injected with juvéderm® volux¿ in their chin and mandibular contour. Three weeks later, patient was injected with 2 syringes of juvéderm® volift¿ with lidocaine in their nasolabial wrinkles. Four weeks later, patient experienced swelling in previously treated areas, diffuse edema of the face, lymph node swelling, and nodules in previously treated areas where there were none before. Patient was treated with cortisone. Patient underwent ultrasound and blood work. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00215) (allergan complaint #(B)(4)) and MDR ID# (3005113652-2023-00217) (allergan complaint #(B)(4)).this MDR is being submitted for the second suspect product, juvéderm® volux¿ xc.